Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the transient loss of opm-related signals could not be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported a controller failure alarm that resolved on its own. They did not switch to a backup console. There was no reported harm to the patient.